Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, transcatheter aortic valve implantation (tavi) was being performed after coronary artery bypass graft (CABG). The patient had a short annulus diameter at about 25 mm. A balloon size increase was suggested prior to the procedure, but pre-dilation with a 22mm balloon was determined to be acceptable due to minimal mineralization of valve leaflets. No abnormalities were observed during the loading check. During first deployment attempt, there were no problems with depth and it seemed that some expansion was obtained. It appeared that the struts were overlapping at the point of no return, so the possibility of infolding was reported prior to full valve release. The valve was therefore recaptured. Upon second deployment attempt, the valve was deployed from the left ventricle side, but infolding was not resolved. The valve was removed from the patient. A pre-dilation was performed using a 25mm z-med balloon. A new valve of the same size was deployed with no expansion or depth problems. The final placement depth was 6mm, with trivial post-operative paravalvular leak (pvl). When the removed valve was deployed, the valve was observed to be completely folded inwards. No adverse patient effects were reported. Additional information was received that a procedural delay occurred as a result of the infolded valve.

Manufacturer narrative:
Updated data: b5. Second paragraph added additional codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, transcatheter aortic valve implantation (tavi) was being performed after coronary artery bypass graft (CABG). The patient had a short annulus diameter at about 25 mm. A balloon size increase was suggested prior to the procedure, but pre-dilation with a 22mm balloon was determined to be acceptable due to minimal mineralization of valve leaflets. No abnormalities were observed during the loading check. During first deployment attempt, there were no problems with depth and it seemed that some expansion was obtained. It appeared that the struts were overlapping at the point of no return, so the possibility of infolding was reported prior to full valve release. The valve was therefore recaptured. Upon second deployment attempt, the valve was deployed from the left ventricle side, but infolding was not resolved. The valve was removed from the patient. A pre-dilation was performed using a 25mm z-med balloon. A new valve of the same size was deployed with no expansion or depth problems. The final placement depth was 6mm, with trivial post-operative paravalvular leak (pvl). When the removed valve was deployed, the valve was observed to be completely folded inwards. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012174632); product type: 0195-heart valves product ID l-evolutfx-34 (lot: 0012117265); product type: 0195-heart valves product ID evolutfx-34 (serial: (B)(6) ); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.